Manufacturer narrative:
Three samples were returned. Seven samples were not returned. There were four cases with method codes of device not returned. (B)(4).

Event description:
This report summarizes malfunction reports of intraocular lens (iol) damaged by delivery system. The reported patient ages range from unknown to 71 years. There were 3 male patients and 7 unknown gender.